Event description:
While using prograsp forcep in abdomen attending surgeon notes cable at distal end of instrument becomes detached from working tip of instrument extending at 45-degree angle from body of instrument; instrument immediately removed from field and replaced by relief circulating nurse #1; instrument shows 7/18 lives; reported to lead general technician; instrument labeled for repair/replace, returned to central processing on case cart.